Manufacturer narrative:
FDA notified?: the initial reporter also notified the FDA via medwatch # mw5113551. Investigation summary: a complaint of set being twisted and bent and not flushing was received from the customer. No product or photo was returned by the customer. The customer complaint of tubing kinked and flow issues could not be verified due to the product not being returned for failure investigation. A device history record review for model mp53013-c lot number 22099270 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 13sep2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd maxplus¿ pressure rated extension set with removable needleless connector tubing kinked during the flush, blocking the flow of fluid. The following information was provided by the initial reporter: "bd maxplus pressure rated extension set with removable clear needleless connector, when connecting the saline flush to the j loop and attempting to flush the luer lock kinks and does not allow the j loop to be flushed."